Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump caused back flow of fluids y-sited into intravenous immune globulin (ivig) line above pump site causing back flow of fluids into ivig bottle.. The infusion ran over 4 hours rather than 3. The event occured at the apheresis unit. No additional information is available.